Manufacturer narrative:
(B)(4). The lot was manufactured from march 6, 2015 ¿ march 7, 2015. One unit was received for analysis. The unit was returned to the plant containing approximately 71 ml of fluid in its bladder. Visual inspection revealed no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow. This occurred during patient infusion. The reporter stated that there was no flow from the luer and fluid remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.